Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly. The device was received with minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for motor pic failed selftest. Customer¿s blood glucose was unknown. Customer stated that when run a self-test they received motor pic failed selftest. Customer stated the they are able to complete pump rewind. Customer completed the troubleshooting guide. The insulin pump will be returned for analysis.